Event description:
It was reported that a spectrum pump experienced a door latch issue. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of door latch issue through the experience of a door not fully latched alarm. Evaluation found that the force required to close the door was above expected levels. The door hooks were replaced to correct this condition.